Event description:
It was reported that the patient connector on the transfer set was not connected with the titanium adaptor well when the customer changed the transfer set. The caller reported that there was a gap observed in the junction. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Performance testing was performed with no failures noted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A trend review will be completed. Should additional relevant information become available, a supplemental report will be submitted.